Event description:
During an esophageal banding procedure, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. During the procedure, the bands would not deploy. The physician noticed the endoscope began to curve while attempting to deploy the bands. Another multi-band ligator kit was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned product was unable to confirm the report as it was described. We were unable to subject the ligator to a functional test because all the bands had been deployed from the ligator barrel and not included in the return. The handle was returned in the firing position and functioned properly. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the info provided indicated the endoscope used had been repaired. An endoscope repair could have compromised the accessory channel of the endoscope. Band deployment difficulties can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The info provided indicated the endoscope curved when difficulty with band deployment was encountered. Curving of the endoscope can occur if the handle is rotated further after band deployment difficulty is experienced (perhaps due to a compromised accessory channel restricting movement of the trigger cord). The instructions for use for this product line contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing this trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement. The instruction for use direct the user to place the handle in the two-way position and loosen the trigger cord near the handle if band deployment difficulties are encountered. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.